Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The tip of the stent delivery system was torn at the distal end of the distal seal, but still intact by a piece of material. There was no damage noted to the balloon as reported. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that after successful device preparation and during advancement on the non-abbott guide wire, the guide wire pierced through the proximal balloon of the 2.25x28mm xience nano stent delivery system. The wire and device were removed from the patient anatomy and set aside. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.